Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: there were two battery compartment cracks observed in thread area. There was evidence of moisture contamination inside battery compartment. The battery cap was unable to fully tighten due to damaged battery compartment cracks and damaged cap threads. A test cap was used and was also unable to fully tighten. There was evidence of moisture contamination on battery cap. A leak test shows leak at battery compartment crack. Pump case was removed, no evidence of additional moisture damage identified inside pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and damaged battery cap. This report is made based on results of investigation completed on 10/24/2013.